Event description:
During a laparoscopy the surgeon attempted to place the 512s through the abdominal wall and the activation button would pop up. A second device was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based on the visual examination and the functionality testing the instrument was cycled repeatedly and found to function as intended. The incident could not be repeated. Comments; co reviews each incident as it occurs in an effort to continously improve products.